Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that on the sixth inflation at 12 atmospheres for 60 seconds, the balloon ruptured in pinhole form about 5mm from the tip. The device was removed, and the procedure was completed with this device. No complications reported and the patient was in good condition after the procedure.